Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. When the patient came in to remove the pump, the nurse found that the pump was not completely empty. The volume of solution that remained in the device was not reported. When the infusor was disconnected from the catheter, venous flow was verified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H6: the lot was manufactured between june 1, 2023 and june 2, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.